Event description:
This case occurred outside of the united states, in france. According to the information received, a patient was injected on an unknown date in the marionette lines with a rha 4 product. Two months later, during a follow up visit, the injector noticed an inflammatory reaction at the injection site and suspected granulomas. The injector requested medical assistance and was put in contact with a medical expert. On 15-jul-2022, we were informed from the injector that the events resolved. No other information was provided.

Manufacturer narrative:
Additional MFR narrative: further attempts will be made to obtain the batch number. Corrected data: a medical expert was put in contact with the injector to help with the management of this adverse event.